Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the air sensor and downstream occlusion (dso) seal were both unattached and falling off. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
D9 - date returned to mfg: 03-sep-2025. H3 and h6 codes - updated. The suspect pump was returned for evaluation. The event history log (ehl) was reviewed and there are no errors related to the customer complaint. The device was visually inspected and found the liquid crystal display (lcd) lens nicked, upstream occlusion (uso) seal delaminated, and universal serial bus (usb) port corrosion. The customer reported issue of downstream occlusion (dso) seal and air detector unattached were confirmed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Replaced dso seal and reapplied glue for air detector. Performed dso/uso calibration and the software updated. The device passed all functional testing after repair.